Event description:
The information provided by local distributor indicates: 1) surgery of (B)(6) 2024: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: (B)(6) 2024 body part to which device was applied: tibia surgery description: lengthening patient information: 16yearold, male, weight 65 kg, height 170 cm, previous health condition: post traumatic problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: two fitbone nails did not work today. The surgeon tried different receivers, control sets for both and yet unfortunately no noise from either despite counting and flashing on control set. The first nail he has kept to one side (s/n 6217516), the second (s/n (B)(6)) is in the patient still as he did not have a third to revise he will have to revise in the next weeks. A revision surgery was performed on (B)(6) 2024. The nail device code 60001445, s/n (B)(6) was replaced with another nail device code 60001445, s/n (B)(6). The complaint report form also indicates: the device failure had adverse effects on patient: patient back to the surgery to change the nail the surgery was not completed with the device a replacement device was available to complete surgery the event led to a delay in the duration of the surgical procedure: 2 hours an additional surgery was required following device failure: performed on 22 march 2024 patient's current health condition: so far so good. 2) surgery of (B)(6) 2024: hospital name: (B)(6) surgeon's name: (B)(6) date of initial surgery: (B)(6) 2024 body part to which device was applied: tibia surgery description: lengthening patient information: 16yearold, male, weight 65 kg, height 170 cm, previous health condition: post traumatic problem observed during: clinical use on patient/intraoperative type of problem: device functional problem event description: replacement of a fitbone nail implanted on 18 march 2024, which did not work. During the revision surgery two more nails did not work: item code 60001445, s/n (B)(6) item code 60001856, s/n (B)(6) the nail device code 60001445, s/n (B)(6), implanted on (B)(6), did not work. So it was replaced on (B)(6) 2024 with another nail device code 60001445, s/n (B)(6). The complaint report form also indicates: the device failure had adverse effects on patient the surgery was not completed with the device a replacement device was available to complete surgery the event led to a delay in the duration of the surgical procedure patient's current health condition: so far so good. Manufacturer ref: 2024057. Distributor ref: 44. Please kindly refer also to MFR report 9680825202400018 follow up 1; MFR report 9680825202400019 follow up 1; MFR report 9680825202400020 follow up 1.

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing postmarket surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nails code 60001445 serial number (B)(6) involved in this event were manufactured by wittenstein intens gmbh. The nail code 60001856 serial number (B)(6) involved in this event was manufactured by orthofix. Technical evaluation the returned devices were examined by orthofix quality operations department. The devices were subjected to visual, dimensional, and functional check as per orthofix specifications. 1) nail code 60001445, s/n (B)(6) with receiver code 60001780 s/n (B)(6) the nail and the receiver were returned coupled. The connection is suitably performed: the nail cable is inserted in the receiver socket, until the stop of the coloured ring. Screws are correctly tightened. The bipolar connector (cable) is slightly deformed. Despite this, no evidence of circuit interruption was visually detected. No signs of drilling in correspondence to proximal/distal holes and no abnormal scratches on the external surface were detected. No visual defects were detected on the receiver. In the dimensional check the length detected suggests that no lengthening occurred after the release of the nail on the market. No anomalies were detected. In the functional check the following parameters were measured with no anomalies detected: check with a calibrated control set: the nail coupled with the returned receiver can lengthen. Absorbed current measurement with no load: conforming to acceptance criteria. Resistance measurement: conforming to acceptance criteria. Load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. The receiver code 60001780 s/n (B)(6) was tested with different loads, at different distances and in distraction / retraction mode. No anomalies were detected. The device is functioning as expected. 2) nail code 60001445, s/n (B)(6) with receiver code 60001780 s/n (B)(6) the nail and the receiver were returned coupled. The connection is not suitably performed as the nail cable is not fully inserted in the receiver socket. The ring on nail bipolar connector should be in contact with receiver socket to allow a good connection. The tip of the cable does not reach the screw for assuring the electrical contact. Screws are correctly tightened. No signs of drilling in correspondence to proximal/distal holes and no abnormal scratches on the external surface were detected. No visual defects were detected on the receiver. In the dimensional check the length detected suggests that no lengthening occurred after the release of the nail on the market. No anomalies were detected. In the functional check the following parameters were measured: check with a calibrated control set: the nail coupled with the returned receiver does not lengthen. This is expected, due to the initial incorrect coupling with the receiver. After correct positioning and tightening of the screws the test was repeated: the nail lengthens correctly. Absorbed current measurement with no load: conforming to acceptance criteria. Resistance measurement: conforming to acceptance criteria. Load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. The receiver code 60001780 s/n (B)(6) was tested with different loads, at different distances and in distraction / retraction mode. No anomalies were detected. The device is functioning as expected. 3) nail code 60001445, s/n (B)(6) the visual check of the nail did not evidence any anomalies: the bipolar connector is not deformed/damaged; no drilling signs in correspondence of the proximal/distal holes; no scratches on the external surface. In the dimensional check the length detected suggests that a lengthening of at least 1.2mm occurred after the release of the nail on the market. In the functional check the following parameters were measured with no anomalies detected: absorbed current measurement with no load: conforming to acceptance criteria. Resistance measurement: conforming to acceptance criteria. Load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. 4) nail code 60001856, s/n (B)(6) the visual check of the nail did not evidence any anomalies: the bipolar connector is not deformed/damaged; no drilling signs in correspondence of the proximal/distal holes; signs related to the contact of the nail with the blocking screw were detected. In the dimensional check the length detected suggests that a lengthening of at least 9mm occurred after the release of the nail on the market. In the functional check the following parameters were measured with no anomalies detected: absorbed current measurement with no load: conforming to acceptance criteria. Resistance measurement: conforming to acceptance criteria. Load test. Current absorption under load and lengthening speed under load: conforming to acceptance criteria. Control set code 60001524 s/n (B)(6) the four nails and two receivers returned have been tested also with the control set code 60001524, s/n (B)(6), returned on 23 april 2024, which was used in the surgical room during the intraoperative test. No issues were detected in relation with the control set. Final comments from the evidence collected, all the devices returned perform properly according to expected specifications. It was not possible to replicate the failure occurred. Unfortunately, the root cause of the complete event notified could not be identified. All tests performed, which are also executed during manufacturing process before the release of the products to the market, passed without any anomalies detected. Please kindly refer also to MFR report number 9680825202400018 follow up 1; 9680825202400019 follow up 1; 9680825202400020 follow up 1. Orthofix srl continues monitoring the devices on the market.

Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The device involved in this event was manufactured by wittenstein intens gmbh. Technical evaluation: the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation are available, orthofix srl will provide a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: - hospital name: (B)(6). - surgeon's name: prof. (B)(6). - date of initial surgery: (B)(6) 2024. - body part to which device was applied: tibia. - surgery description: lengthening. - patient information: 16-year-old, male, weight 65 kg, height 170 cm, previous health condition: post traumatic. - problem observed during: clinical use on patient/intraoperative. - type of problem: device functional problem. - event description: two fitbone nails did not work today. The surgeon tried different receivers, control sets for both and yet unfortunately no noise from either despite counting and flashing on control set. The first nail he has kept to one side (s/n (B)(6)), the second (s/n (B)(6)) is in the patient still as he did not have a third to revise - he will have to revise in the next weeks. Further information received: a revision surgery was performed on (B)(6) 2024. The nail device code (B)(6), s/n (B)(6) was replaced with another nail device code (B)(6), s/n (B)(6). The complaint report form also indicated: - the device failure had adverse effects on patient: patient back to the surgery to change the nail. - the surgery was not completed with the device. - a replacement device was available to complete surgery. - the event led to a delay in the duration of the surgical procedure: 2 hours. - an additional surgery was required following device failure: performed on (B)(6) 2024. -patient's current health condition: so far so good. Manufacturer ref: (B)(4). Distributor ref: (B)(4). Please kindly refer also to MFR report 9680825-2024-00018.